Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. The aus was explanted. There were no additional patient complications reported.

Manufacturer narrative:
B3 approximated.